Event description:
It was reported that during an esophagus resection procedure, the anastomosis rings were complete, but the staple line was incomplete. The procedure was completed using hand suturing. There was no patient consequence.